Manufacturer narrative:
H3: product analysis of part # 6630904 ; lot# im16k021 after visual and optical examination, the first ¿1.7mm of the drivers tip has been broken off. The fracture is just below the step in on the driver¿s head. The fracture surface gives indication that the failure was the result of torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the screwdriver tip was broken prior to surgery. There was no patient involved at the time of event.